Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the following readings were allegedly received on a patient using the inform meter, compared to lab readings, within 10 minutes: 1. Hi (greater than 600 mg/dl) (inform) and 200 mg/dl (lab) 2. Hi (greater than 600 mg/dl) (inform) and 180-200's mg/dl (lab) sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Requested return of suspect device and strips, and replacement was sent.